Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Addtional information: h6 codes updated. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history from (B)(6) 2024 were investigated. A space line neutrapur was inserted and the infusion started with a rate of 75ml/h and a vtbi of 1800ml at 5:07 pm. After 23 hours and 47 minutes the therapy was terminated by the user. 1761 ml were infused. No other abnormalities were found. Judgment: the complaint could not be confirmed.

Event description:
As reported by the user facility information by bbm sales organization in colombia: "wrong flow" according to the customer: patient with parenteral nutrition for 24 hours at 75cc/h. After the 24 hours during the change for new nutrition, there was approximately 500cc left in the bag.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.